Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the impactor/extractor "nail" was broken during surgery. Prior to surgery, the "nail" existed and after surgery, it was missing. A fragment does not show on x-ray.

Manufacturer narrative:
Conclusion: user error contributed to event. Complaint history reviewed. Device history record reviewed.

Event description:
Allegedly the impactor/extractor "nail" was broken during surgery. Prior to surgery, the "nail" existed and after surgery, it was missing. A fragment does not show on x-ray.